Event description:
It was reported that an animal underwent a routine procedure on spay (B)(6) 2024 with an uneventful anaesthetic and surgery and suture was used above suture material used on the linea alba (muscle layer). The patient was off colour on friday and came in for an early post op check due to swelling. On exam it was found that there was a hernia present. According to the owner she had been quite quiet for the 24 hours post-surgery, and they had rested her and had crate confinement overnight. While fixing the hernia the above suture material was found snapped in the middle and had been slowly unravelling either side of the snap. On removing the suture material, I noted it felt weaker than normal. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.